Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was first received 2019-dec-12 from a consumer regarding an advanced evaluation trial patient with an external neurostimulator (ens) for urge incontinence. The trial started (B)(6) 2019. It was reported by an advanced evaluation patient that they were in a lot of pain from the procedure and that they were experiencing exhaustion and swelling. The patient mentioned that they had pelvic floor spasms and that this was the cause of their pain. The patient mentioned that when they turned the stimulation up, they would get a slight ache on the left side of their ¿clit/labia,¿ and then it would fade. The patient stated that this was not uncomfortable. The patient reported that their stimulation was being felt comfortably at 1.4 ma. On (B)(6) 2019 additional information was received from the patient: patient repeated that they were in a lot of pain after the procedure in the hospital and having pelvic spasms. Patient was unable to void so took a pain suppository. Patient has not been sleeping well and had a few rough nights. Patient was just at the doctor yesterday and they made adjustments to her device. On (B)(6) 2019 patient stated that she was not shown how to use the device. She was not shown what to track or how to track her data. Patient stated that she only knew how to increase/decrease stimulation because she watched her doctor change stimulation settings prior to discharge. Patient mentioned at one point her stimulation was too high making her "jittery". She felt as if the stimulation was racing in her body to her heart. Still no matter what she does, she is still just in a lot of pain. On (B)(6) 2019 patient called in again: patient states she is undergoing trial for urinary frequency, urgency and pain which she gets in conjunction with each other. Patient understands the device is not indicated to treat pain, but it is still a goal of the trial to see if it helps to treat this. Patient was upset that the usual support staff were not able to speak to the patient due to the off-label nature of the trial indication. Patient has frequency, urgency, pressure, pain, and was experiencing pelvic floor charlie horses after she woke up. Patient couldn't empty her bladder for hours and was pacing around, trying to relax to empty her bladder. The rep came a couple times to try and educate the patient, but had to leave because the patient was in so much pain she could not focus. They gave her a belladonna opioid suppository because the pain meds were making her worse. Within a half hour she could pee and things were normal again. Patient states she had her post op appointment on wednesday and the pa asked how it was helping and where she was feeling it which was behind the rectal area and the pa told the patient it was supposed to be more forward but no one modulated it after the trial procedure. The pa reprogrammed it to where patient was feeling it in the correct area but over time the sensation moved farther back to where it previously was. Patient reports it was giving her a strong sense of agitation, like jittery through her body. Patient states it was not pain, but agitation that radiated up the spine and agitating her heart even when patient turned the amplitude down low. Patient states she wasn't feeling that before the pa reprogrammed it on wednesday. When patient woke up this morning after turning it down lower it was still there so she turned it off and it went away. Patient would like assistance changing programs. During the call the patient changed from program b to program c. Patient states her pa told her she should feel the stim sensation between the rectum and clitoris and on group c. Patient feels slight stim sensation in the clitoris and labia. It was recommended the patient monitor symptoms and follow up with managing hcp for programming advice. No further complications were reported or are anticipated.